Event description:
I have been using the amo complete moisture plus contact lens solution for 2 years, under the advisement of the dr. I have several times complained of problems when wearing the lenses, dryness, itching, redness, mucus discharge. I would have to not wear the lenses for several days. And for the first and second day after removing the lenses I would have blurriness and puffy eyes. I am now discontinuing the use of the amo product and hopefully see some changes. I am also making an appt to see my eye dr. I am a healthy non smoker. Dates of use: 2 years. Diagnosis or reason for use: eye infections.